Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) patient result was obtained on the dimension vista 1500 system. Siemens headquarters support center (hsc) has reviewed the customer information provided and the instrument data. A customer service engineer (cse) was dispatched to the site to verify the hardware. Service actions specific to the aliquot and sample probe were completed. No further vanc discordant results have been reported. Calibration results and quality control were within conformance. The cause of the event is unknown. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and on an alternate instrument and higher results were obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin (vanc) result.